Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump that does not charge was confirmed during product evaluation. This condition was caused by an issue with the power supply printed circuit board (pcb) on channel a. The power supply unit was replaced to correct this condition. This involved a colleague infusion pump with a user interface module master software version 8.11.00 .

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was not charging; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.